Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the right coronary artery. A 4.50mm x 15mm nc emerge balloon catheter was advanced for dilation. However, during the first inflation for 10-20 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's sattus was good.